Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ patient contacted broadspire to initiate claim. Patient reported revision surgery. Reason for revision is unknown. No further information is available at this time. Doi unk - dor (B)(6) 2009 (both hips). Update: (B)(6) 2012 - litigation papers were received. Litigation alleges pain, weakness and difficulty with simple daily living activities. Litigation additionally alleges the left hip was revised on (B)(6) 2008 and (B)(6) 2009. There is no new information that would change the outcome of the investigation. Update: (B)(6) 2012 - preliminary disclosure form received. It provided information that allowed us to identify part/lot. Products are as follows: products 1 and 2: rt cup and rt head (doi: (B)(6) 2007). Products 3 and 4: lt cup and lt head (doi: (B)(6) 2008 - dor: (B)(6) 2008). Product 5: lt cup (doi: (B)(6) 2008). Product 6: lt head (doi: (B)(6) 2008 - dor: (B)(6) 2009). Product 7: lt head (doi: (B)(6) 2009; no cup on invoice). Update: (B)(6) 2012 of plaintiff's preliminary disclosure form was received which identified part/lot information. There was no new information that would change the outcome of the investigation. Update rec¿d (B)(6) 2014 - sales rep reported revision surgery for left hip. No reason for revision given. There is no new additional information that would affect the investigation. This complaint was updated on: (B)(6) 2014. Update rec'd (B)(6) 2013- ppd and medical. Records received. After review of the medical records for MDR reportability, the revision operative note indicate the patient was revised for infection. Only the femoral implant and taper sleeve were revised during the revision. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.